Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact on customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy.